Event description:
Writer contacted the patient about the air in the line. The patient stated that there were no problems since then. He had not had to go to the clinic in regards to this issue. Writer advised customer to call baxter for any technical difficulties. There was no patient injury or medical intervention associated with this complaint.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10e06079) with no issues noted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center reporting that he had noticed a large air gap approximately half inches long in the patient line. The technical service representative (tsr) assisted the hp to end the therapy and advised the hp to contact the peritoneal dialysis nurse as soon as possible. During a follow up with the hp's wife regarding the report of air in line, it was revealed that they noticed the air in line after having connected, and then started over with new supplies. The wife confirmed that she had notified the nurse about the air in line. Per wife, hp did not have any injury or harm as a result of this incident. Per wife, hp is doing fine and continuing therapy without issues. The wife stated that she did not notice any defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). Corrected information: the correct aware date for the initial report is (B)(6) 2010, and not (B)(6) 2010 as it was previously reported.

Event description:
The customer reported to baxter (B)(6) that the anesthesia interlink lever lock cannula with check valve is not connecting correctly and subsequently leaking. There was no patient injury or medical intervention reported. No additional information is available.